Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.

Event description:
Unomedical reference number (B)(4) event occurred in the united state. It was reported that the patient suffered from high blood glucose and hospitalize event on 27-april-2024. Patient ER visit due to diabetic related issue. Infusion set has been used for 3 to 4 hours. The blood glucose value was above 600mg/dl. Therefore, patient was admitted in ICU. Patient experienced high level of ketones. Therefore, patient was treated with IV, fluids of saline and mdi. No further information available.